Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure error 57. It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified in the iabp log files that the issue had occurred twice but was unable to duplicate the customer's reported issue. The stm performed leak tests but no leaks were observed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure error 57. It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event was reported.